Manufacturer narrative:
Pump passed displacement test, self test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, active current measurement and sleep current measurement. No failed battery test noted. Pump successfully downloaded to thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Verified pump alarmed failed battery test on 07/06/2024 01:08:39.000 in pump downloaded history. Verified pump error 53 in the pump history on 07/06/2024 01:08:36.000. The electronic assembly, battery cap and battery tube were inspected and no anomalies noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, corroded battery tube, corroded motor home switch, and cracked battery tube case. The p-cap/reservoir does lock properly. No failed battery test noted during test and confirmed the pump alarmed failed battery test on 07/06/2024 01:08:39.000 in pump downloaded history. No pump error 53 noted during testing, however, noted pump error 53 on 07/06/2024 01:08:36.000 in pump downloaded history. No pump error 23 noted during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 53, failed battery test, pump error 23. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. Customer reported receiving a pump error. Customer was able to clear the error and fill cannula delivery test was successful. Error table did not indicate that pump should be replaced and pump passed selftest. Customer is not using quick bolus speed feature on an impacted pump. Customer continued to experience battery failed alarms after inserting a new battery with the new battery cap. Advised customer that pump will be replaced. No harm requiring medical intervention was reported. Mmt-1884l was requested and customer response was the device will be returned. The customer will discontinue using the device

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.